Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a lens damage, no disposable alarm and stained case. No patient injury was reported.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customer reported problem was related to a previous repair. Visual inspection found the device with stained case and scratched lens; the tamper seals were also missing. There was no evidence of the error recorded in the event history log. The customer reported problem was not verified. The device was plugged into a test cassette and powered up for ten minutes. There was no double beeping. The battery loss alarm test was performed and passed. No fault was found based on the reported issues. However, due to issues found in the event log ? Multiple high-pressure alarms, it was recommended to replace the downstream occlusion sensor, as preventative measure. Also, inspection of the lens found no issues. The root cause was unknown. The product is beyond 16 years from manufacture date of 2006-10 and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. A service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).